Event description:
Hcp reports total device system explant in 2003 due to an infection. The pump and catheter system was replaced in 2003. A follow up report will be sent when additional information is available.